Event description:
After 10 minutes of use, the single site fenestrated bipolar forcep joint broke and stopped articulating. Instrument was removed from the trocar and it was replaced with a crocodile grasper. No apparent injury to the pt. Reason for use: bilateral ovarian cysts.